Event description:
Philips received a complaint by the customer on the v60 indicating o2 delivery problems. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report o2 delivery problems. A field service engineer (fse) went onsite and confirmed diagnostic code 1111, oxygen device failed, had occurred. The fse then replaced solenoids 3 and 4 valves to resolve the issue. The fse replaced solenoids 3 and 4 valves to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.